Event description:
On (B)(6) 2024 a healthcare provider (hcp) reported an ilet user experienced a low blood glucose (bg) resulting in a visit to the ER. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported they experienced a fall during a hypoglycemic event, which led to an ER visit. Prior to the fall, the user had high blood glucose levels for 8 hours due to a cartridge coming out of their device. After changing the cartridge and infusion set, the user felt weak and dizzy, resulting in a fall that caused foot pain. The ER visit was prompted by this fall, and the user was examined with an x-ray but was not admitted. Immediate health effects included dizziness, weakness, and fatigue. The user's blood glucose levels ranged from 400 mg/dl to 39 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Prior to the hypoglycemic event, cgm glucose was above range for ~10 hours (~3 hours greater than 400 mg/dl). Insulin dosing was suspended for 2 hours during this time because the cartridge was empty. The hyperglycemia resolved when the insulin cartridge was replaced, and correction insulin was able to be delivered. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the correction insulin dosing that was delivered in response to the prolonged period of hyperglycemia, including 2 hours where the ilet was unable to deliver insulin.